Event description:
On (B)(6) 2012, pt reported seeing an unusual symbol displayed below the date on the stop display screen of the infusion device. Pt stated the infusion device currently displayed stop with the time and date at the top. Pt reported right below the date, the infusion device displayed a symbol he has never seen. Pt described the symbol as looking like a gun or a heart with a line through it; or a person with his arms in the air. Pt stated he first noticed the symbol about 2 weeks ago. Pt reported he placed the infusion device into run mode and the symbol appeared where the u/h is located in the insulin amount area of the display of the infusion device. Advised pt to change to a new battery. Pt stated he removed the battery and the symbol continued to display while there was no battery in the infusion device. Pt does not have a backup infusion device. Advised pt to seek an alternate form of insulin therapy. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Attempts to follow up with pt were unsuccessful. Requested return of the alleged infusion device for eval.